Event description:
Per oos, system was removed due to infection and is currently at the hosp. A request for the device to be returned will be sent. Also removed: xelos dr-t, MDR 1028232-2007-00350, linox sd 65/16, MDR 1028232-2007-00351.